Event description:
Surgeon states cam arms damaged. No pieces fell off. S&n backup was available. No delay to procedure, no injury to patient. Devices will be returned.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The anterior cam bumpers were missing from both devices and were not returned. The devices were manufactured 2017 and exhibits signs of extensive wear/usage. The fracture was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.